Event description:
It was reported that the balloon deflated. This occurred in 3 events from different lots over a 4 month period. All of the balloons deflated with no fragments left within patient. The patient allegedly experienced temporary urinary retention and an emergency nurse was called to re-catheterize.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to defl ate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fi ll the syringe with water. If you notice slow or no defl ation, re-seat the syringe gently. Use only gentle aspiration to encourage defl ation if needed. Vigorous aspiration may collapse the infl ation lumen, preventing balloon defl ation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon deflated. This occurred in 3 events from different lots over a 4 month period. All of the balloons deflated with no fragments left within patient. The patient allegedly experienced temporary urinary retention and an emergency nurse was called to re-catheterize.